Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All button functioned properly. The insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The act button was not working properly. Her blood glucose level was 45 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.